Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On (B)(6) 2020, a customer reported to leica biosystems that on (B)(6) 2020 they experienced suboptimal tissue processing on their leica tp1020, a tissue processor. As a result rebiopsy was recommended for 15 patients but as of today, only 2 patients had been rebiopsied. Attempts are made to obtain the patient identifier information for the 2 patients.

Manufacturer narrative:
The investigation revealed the following: the investigation was performed at manufacturer site. No failure of the instrument was detected. Based on the information, the mechanical structure and carousel movement were normal before and after the failure. Improper application in form of overfilled cassettes or incorrect position of the basket may have caused this issue.